Event description:
44 yo women treated on (B)(6) (around a month ago) for a symptomatic 6-cm posterior fibroid. Tfa and hysteroscopic myomectomy was performed and the patient received abx prophylaxis. Was seen initially in the emergency ward two weeks postop for pain, self-reported fever (not documented) and a mildly elevated wbc with a left shift starting. Given ceftriaxone in the ew and went home on a 14-day course of doxy + flagyl. Imaging showed no acute process. Last ew visit was (B)(6) for back pain, bloating. Wbc was 14.4 with a left shift. The examining clinician felt her pain complaints were out of proportion to her clinical exam. A second u/s was also unremarkable (no free air, no collection) and a stable small lymph node. Review of the procedure video was unremarkable-no evidence of extrauterine ablation. Several ablations were made. Last seen on (B)(6) no fevers, wbc and u/a were negative. Pex showed uterine tenderness. Still on doxycycline + metronidazole. Cultures had all been negative until her last ew visit on (B)(6); her urine culture came back positive so she had a uti at the very least.

Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on (B)(6) 2025 and is being reported retroactively out of an abundance of caution.